Event description:
The customer reported that following a radiology procedure on the event date, a vasoseal es deployed. The patient was discharged home and returned the next day for carotid surgery. While recovering from surgery (approx. 48-72 hours post vasoseal deployment), the patient developed "numbness and tingling in their right leg". The patient was discharged and was told to follow-up with the physician. 11 days after event date the patient had vascular surgery which revealed an "intimal flap and a foreign body in the popliteal region". No pathology reports results were made available. No further complications were reported.